Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported the patient had his pain controlled by another method, so he was not using his stimulator. It became overdischarged. The battery was charged, and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was not functioning and they had a problem with charging. They clarified that the recharger didn't charge the ins- when they tried it didn't charge at all. It was noted that the patient had a return of pain. They didn't think the ins was dead as it was implanted in 2017. No further complications reported.